Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit, bent cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms, and including confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 25 mmol/l (450 mg/dl) and ketones present of 0.7, while wearing the pod on the abdomen between 24 and 36 hours. At the hospital, the patient was administered an anti-sickness and insulin injections. The cannula was found to be bent after removal.